Event description:
It was initially reported to boston scientific corp that a rapid exchange biliary stent system ws used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male pt (over 18 years). According to the complaint, the physician was using the rapid exchange biliary stent system to deliver another MFR's stent and not the stent provided with the stent system. Difficulties were encountered while advancing the stent system through the biopsy channel. The delivery system appeared to kink and could not be advanced through the scope. The procedure was completed using another MFR's pusher. There were no pt complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; guide/pullwire bent.

Manufacturer narrative:
A visual examination of the returned device found the guide and push catheter to be damaged. The guide catheter pull wire was observed bent. The stent was not returned with this device. The push catheter was kinked in multiple places and also damaged. The proximal end of the guide catheter pull wire near the hub was bent and kinked. Based on the results of the investigation, the most probable root cause for this complaint is operational context. A review of the mfg documentation found no anomalies or deviations during the MFR of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. (B)(4).